Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 29, 2024 the instruments were discovered to be worn. Surgeon couldn't get them apart in surgery. The surgery was completed with no delay or effect to the patient. This report is for an aiming arm. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: : 03.037.015, lot number : 9448596, release to warehouse date : 21.apr.2015, expiration date : na, supplier: na, manufacturing site: werk hagendorf . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photos were provided for review. The photo investigation revealed that devices are shown completely separated, therefore, it is not possible to confirm an assembling issue. However, evidence of wear consistent with repeated use was observed. This can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The product was returned to depuy synthes for evaluation. Visual inspection of the returned sample found that the device is worn out due to repeated use through out 9 years of service. Furthermore, the device returned in an assemble condition, however, disassemble was possible with no problem, therefore, an assembling issue cannot be confirmed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed disengaging the returned devices and was possible. The overall complaint was confirmed as the observed condition of the aiming arm locking device would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.